Event description:
It was reported that two years post port placement through the right subclavian vein, a x-ray examination was performed and revealed that the catheter of the device was allegedly found to be broken and the distal catheter segment migrated into the superior vena cava. The port system was removed and the distal catheter segment was removed using a snare. The patient was reported to be in a stable condition.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported reported fracture, material separation, and the identified wear and deformation issues, as a complete circumferential break was noted on the catheter segment. The edge of the proximal end of the catheter segment was noted to be smooth and rounded in one region, but sharp and jagged in another. The proximal surface was noted to be smooth and glossy in one region and granular in another. The investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that two years post port device placement through the right subclavian vein, the catheter of the device was allegedly found to be broken. It was further reported that an x-ray examination revealed that the distal catheter segment migrated into the superior vena cava. The device was removed and the distal end was removed using a snare. The patient was reported to be in a stable condition.